Manufacturer narrative:
One used device was received 2/2/24 for evaluation attached to a bag spike adapter with spiros. A white substance was observed on the cassette under the flow regulator. The white substances observed was found to be errant solvent. The cassette was observed to be visibly warped. Uv light inspection showed errant solvent throughout the cassette and on the tubes. As received there were no issues opening and closing the flow regulator. The set was leak tested per specification and two leaks were observed, one from the flow regulator and one from the center of the cassette. Additionally the stack height of corners of the cassette were measured, two of which failed. A lot review showed a complaint from the same lot where there was cassette warpage. The probable cause of the warpage leakage is related to the product being exposed to excessive heat during transportation, that may contribute to the warpage of the cassette leading to cassette errors and leakage. Although as received the flow regulator was able to be opened and closed, the complaint of being unable to open and close the flow regulator can be confirmed. Evidence of errant solvent was found which can lead to a stuck flow regulator. The probable cause of the errant solvent is due to manufacturing error.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported that they were unable to close the white flow regulator. The event was noted during infusion but no harm was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, to date it has not yet been received.